Event description:
It was reported that the devices did not cut and the staples did not close. The procedure was completed with another stapler with no unexpected outcomes. No further information is available.